Manufacturer narrative:
Skin irritation is listed in the instructions for use. No product was returned to assist in the investigation at this time. The provided IFU states the following: "possible allergic reactions or access site infection should always be considered. A sterile inflammatory response possible associated with the use of the product in conjunction with latex and powered non-latex based gloves have been reported with the use of this product." Per specification, quality control will verify lubricity and durability are sufficient. No conclusive evidence exists to contradict the statements of the event, and the complaint is confirmed based on prior similar complaints of sterile inflammatory response. Without a pathology report from the described event, it is difficult to determine with certainty why the failure mode occurred; however, the skin irritation may be a result of device used in conjunction with latex gloves. Risk assessment indicated that risk reduction activities were recommended and, therefore, corrective action was previously initiated. We have notified appropriate internal personnel and are continuing to monitor complaints for similar events. We have notified appropriate internal personnel and are continuing to monitor complaints for similar events. A CAPA was previously assigned due to prior similar complaints, implemented on 19 mar08, and was verified on 28aug08. Recently, risk analysis indicated that risk reduction activities were recommended and, therefore, additional corrective action was initiated based on recent complaints. The risk-to-benefit analysis was updated and offered the following conclusion: although the reported occurrence rate has increased, the potential severity of the sterile inflammatory response remains moderate. The benefits, including easier sheath insertion and removal, reduced incidence of radial artery spasm and diminished pain, are notable. Consequently, the benefits of the device outweigh the noted risks and it should remain available to the market while continuing to pursue activities to minimize the associated risks.

Event description:
Facility used the radial sheath sets. Recently the rep had two patients in the last month both presenting with what appears to be infected sites. There also seems to be a differential in slip experienced by the operator, once the hydrophilic coating has been made wet. The patient did require additional procedures due to this occurrence. The complainant did report adverse effects on the patient due to this occurrence - granuloma's now being experienced.